Event description:
It was reported that in 2003, approximately one year after a wallgraft treatment procedure of the mid-left common carotid artery, the wallgraft occluded. The patient presented with complaint of uncontrollable shaking of the right hand. Workup revealed very slow flow into the left common carotid with a pre occlusive type of flow. The patient was admitted to the hospital on IV heparin therapy. An urgent carotid arteriogram was performed and it was noted that the left common carotid artery at the level of the wallgraft was thrombosed with no flow through the thrombosed graft. A filling defect proximal to the graft, suggestive of clots, was also noted. The following day, thromboendarterectomy and excision of the wallgraft was successfully performed. The patient was transferred to the recovery room in stable condition following surgery. The plan was to admit the patient to ICU and dishcarge to home with a day or two.